Manufacturer narrative:
(B) (4). Sample will not be returned for evaluation.

Event description:
It was reported by the clinician that while they were attempting to insert a peripherally inserted central catheter (PICC) into a larger patient (pt.) The sheath introducer broke in half. As a result, it was discarded and another kit was opened. Additional information received by the sales representative on 2/9/2010 stated the catheter was being used on a female patient between (B) (6), (B) (6). The catheter was being placed into the patient's right arm, basilic vein. During insertion, the sheath was inserted all the way, at which time the sheath broke. It is unclear if the sheath body broke in half during insertion or removal. As a result, another kit was opened. The patient lost between 100 and 200 cc's of blood during both catheter attempts. There were no patient complications reported. Reference MDR #1036844-2010-00051 for the second event involving same patient.